Event description:
It was observed that during the device evaluation, the laparoscope, exhibited a damaged fiber bonding in the outer tube area in the distal end, the laser light cable plug of the video cable section contained foreign material, and the light guide bundle of the video cable section was broken, and the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. In regard to the other identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.